Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted and removed from the patient's right eye in the same procedure as it was not stable. A vitrectomy was required and the incision was enlarged. The procedure was completed using a non-johnson & johnson iol as the replacement lens. There was no patient injury post-op. No other information was provided.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 12/30/2020. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection using magnification was performed. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge and to the device. The lens was not returned. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.